Event description:
Reporter indicated that high lead impedance was obtained during diagnostic testing, indicating a possible lead malfunction. Trauma was denied as a cause for the high impedance. Good faith attempts for further info are currently being made.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.